Event description:
Reporter alleged discrepant results with a professional blood glucose device in comparison to the customer's meter. Reporter stated the nurse meter read 132 mg/dl back to back with the customer's result of 355 mg/dl when performed <5 minutes apart. Reporter indicated the customer was recently hospitalized for 5 days due to hypoglycemia and treated for low blood glucose. As a result of the comparison, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.